Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, he had experienced a hypoglycemic event and fainted. Patient claims that cgm was reading inaccurately at the time of incident. The patient reported using different blood glucose meters for calibration during the sensor session, which is a practice against cgm's user's guide recommendations. The paramedics were called to the patient's home, and administered glucose. They measured patient's glucose at 40 mg/dl. Patient reports cgm value was reading 120 mg/dl at time of incident. At the time of his call to technical support, patient reported being in fine condition.